Event description:
MRI safety event. Weighted item for post op purposes pulled into scanner and harmed patient. Broke MRI coil and pinned patient's arm resulting in a bruise. Xrays performed of patient's arm afterwards.